Event description:
It was reported by service report that the bed brake, neutral, and drive lights were all blinking. The customer could not determine if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Loose wire on manual brake switch.